Event description:
It was reported during a pulse field ablation procedure to treat atrial fibrillation (a fib), a versacross connect for faradrive kit was selected for use. The versacross dilator was prepped to be inserted in faradrive sheath. When the dilator was in the sheath and was about to have the wire loaded through the dilator, the physician noticed that the tip of the dilator was defective. The defect was described as 'a little melted or that it has extra plastic to one side of the tip'. Hence to resolve the issue, both the sheath and dilator were replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. However, analysis revealed that the dilator tip was defective and deformed, along with a slitting of dilator tip, an angled cut has created a 'flap' of material on outside surface and the tip has not ovalized.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross dilator was first visually inspected, and it failed, since a slitting of dilator tip was noted, an angled cut has created a 'flap' of material on outside surface and the tip has not ovalized. The dilator has passed the device-to-device interaction. From benchtop analysis, excessive force or inattention by the user during preparation could have caused the observed failure. The cause of the damage cannot be confirmed because the available information is not enough to determine what specifically caused the failure. The returned product confirms tip damage, but the cause is not determined. There is no evidence that the device failed to meet applicable product specifications prior to shipment.